Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was the over the age of 18. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an amplatz super stiff urology guidewire was used in the superficial femoral artery (sfa) during a lower extremity angiogram procedure performed on (B)(6) 2018. Per the device's directions for use (dfu) it states that the amplatz urology guidewire is not intended for coronary or vascular use. According to the complainant, during the procedure, the amplatz super stiff urology guidewire and the catheter (manufacturer unknown) got stuck. The amplatz super stiff urology guidewire became shredded, and the tip of the catheter broke off in the patient. The detached portion of the catheter tip was retrieved from the patient. Reportedly, the catheter was not a bsc product. The patient's iliac artery was apparently torn, and the cause is unknown. The patient bled out and died. It is unknown if the devices were related to the cause of death. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.